Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 4 pedicle screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): the deviation of 4 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. As a negative effect to the patient from the surgery, left sided leg pain with left l4 distribution and dysesthesia was reported. It is unknown at this time if the effect is permanent or reversible. According to the surgeon, the misplaced screws were responsible for the negative clinical effect to the patient. There was no harm or negative clinical effect to the patient due to the surgery/anesthesia prolongation of 30 minutes. There were no further remedial actions for the patient done, necessary or planned. There was no prolongation of hospitalization reported either. H6: according to the results of this technical investigation and the information provided by the hospital, it can be concluded that the root cause of the pilot holes and screws placed in vertebrae l3-l4 with the aid of navigation deviating by ca. 7mm in the cranial direction, is: a movement of the navigation reference array during the procedure - after the pre-placement scan was registered to navigation and before the affected placements were performed. In relation to the patient anatomy, due to a not sufficient fixation and/or inadvertent forces applied to the reference array during the surgery by the user. As per the provided log files of this surgery, the navigation software displayed a reference array movement warning to the user after the registration but before initial accuracy verification indicating the occurrence of array movement. The navigation accuracy was correspondingly checked by the user after the warning and apparently the accuracy was still deemed acceptable by the user to proceed. Also, the 4 screws deviated uniformly, which could be explained by a shift in the reference array allowing for a uniformed shift of the coordinate system established during patient registration. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation, was not recognized by the user with the necessary thorough navigation accuracy verification throughout the surgery, i.e. Before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine for a fusion of vertebrae l3-l4, with intended placement of 4 vertebra screws bilateral for fixation (at l3-l4), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0.1. From an intra-operative c-arm scan, the surgeon discovered that of 4 of the 4 screws placed with the aid of navigation deviated from their intended positions (at bilateral l3-l4, deviating by 7 mm from the intended entry and target position). According to the surgeon (treating clinician): the deviation of 4 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to their intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. As a negative effect to the patient from the surgery, left sided leg pain with left l4 distribution and dysesthesia was reported. It is unknown at this time if the effect is permanent or reversible. According to the surgeon, the misplaced screws were responsible for the negative clinical effect to the patient. There was no harm or negative clinical effect to the patient due to the surgery/anesthesia prolongation of 30 minutes. There were no further remedial actions for the patient done, necessary or planned. There was no prolongation of hospitalization reported either.